Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had cuff leakage during tracheal intubation and invasive mechanical ventilation. Invasive ventilator monitoring frequently issued air leakage alarms. In view of the patient's serious condition, it will be replaced immediately. The patient had a replacement of the tube.